Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator out of the sheath and blood in the device. The device was microscopically and visually examined. There were kinks 5cm and 11cm from the tip and tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was recaptured, the was sheath kinked. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was recaptured, the was sheath kinked. The procedure was completed with a different device and no patient complications were reported.